Event description:
It was reported that the procedure was to treat a right common iliac artery. A 9.0 x 40 mm armada 35 balloon catheter was advanced to the lesion; however, when attempting to pressurize the balloon fluid leaked from a hole in the hub. The balloon catheter was removed and a 9.0 x 30 mm fox cross was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the reported hub leak. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. Based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.